Event description:
The surgeon implanted a silicone lens but it was damaged as it was being inserted. The trailing haptic tore at the right footplate through the fenestration and required management with enlargement of the incision and preventative placement of a horizontal nylon suture in the scleral wound after explantation and re-implantation of an iol of same specs. The surgeon indicated that the injection system malfunctioned.